Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, bi-v ICD, (B)(6) 2005. 419388, lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that noise was observed on the right atrial (ra) lead during interrogation of the device. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.